Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed all relevant testing. However, the usb test failed but resulted in no failures related to the customer complaint. The receiver case was opened for an internal visual inspection and it passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.